Manufacturer narrative:
An additional lot number was reported (lot #m017913). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. There was no impact to the customer's blood glucose (bg) level for the first fill estimates; however, the customer experienced an elevated bg level of over 400 mg/dl for the most recent fill estimate. The customer addressed the bg level with a manual injection. Reportedly, the customer reloaded a new cartridge successfully.